Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. As received, the monitor and electrode belt were functional and able to detect and treat a patient. Device manufacture date and usage of device: monitor (B)(4): 01/2014- reuse, electrode belt (B)(4): 04/2013- reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male patient contacted zoll customer support to report that the gel had released from his electrode belt. The patient's download data revealed that the lifevest treated the patient at 23:57:44 on (B)(6) 2014 while at a skilled nursing facility. Motion artifact contributed to the false detection. The response buttons were not used during the entire event. The patient remained at the facility. The patient continued to use the lifevest.